Manufacturer narrative:
The lens was not returned stuck in a cartridge as described. The lens was returned in a specimen cup. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). Associated cartridge was not returned for evaluation. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported "stuck in cartridge" complaint could not be confirmed. The lens was not returned stuck in a cartridge as described. The qualified associated cartridge was not returned for evaluation. The lens was returned in a specimen cup for evaluation. Lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, there was complication with advancement of lens. There was patient contact. The procedure was completed by using same type of lens. Additional information receive stating that lens did not advance properly. There was no patient harm.